Event description:
Baxter reported an infusion pump that did not alarm when air was in the line. Per the report, the pump was infusing nitrocene at 1 ml/hr. The patient went to the theater for 1 hour with the set and the pump. The patient returned from the theater with an empty syringe and air in the line but no alarm occurred. No air had come near the patient. The pump was removed and a new pump was placed in use. No patient injury or medical intervention was involved. Although requested, no additional information was made available regarding this report.